Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. No further information was provided.

Event description:
New information received notes that programming changes were made. The patient was stable.